Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the last few nights they had been experiencing low blood glucose within the range of 30 mg/dl and 40 mg/dl. The customer treated with glucose tablets. The customer¿s current blood glucose level was 152 mg/dl. Troubleshooting was performed. The insulin pump¿s settings were programmed accurately. It was noted that the customer had been eating more fatty foods. The device passed the displacement test. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
The information provided in (B)(4) was incorrect with the initial report. The correct information has been provided with this report.